Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mixed mitral regurgitation with a grade of 4 and thin, friable leaflets, and a tethered posterior leaflet. An xtw clip (50411r1096) was successfully implanted. To further reduce mr, an additional xtw clip (50425r1120) was implanted. However, it was observed that the first xtw clip came into contact with the second xtw, causing the clip to detach from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an nt clip (50401r1023) was inserted and deployed on the mitral valve. However, the second xtw came into contact with the nt, causing the clip to detach from the posterior leaflet. Mr remained at a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided, the reported device damaged by another device (dislodged) and slda, appear to be related to user technique/procedural conditions, and due to the first clip interacting with this second clip, leading to slda of this second clip. Additionally, the reported device damaged by another device (caused damage) is also related to user technique/procedural conditions due to this second clip interacting with the third clip and causing slda of the third clip. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mixed mitral regurgitation with a grade of 4 and thin, friable leaflets, and a tethered posterior leaflet. An xtw clip (50411r1096) was successfully implanted. To further reduce mr, an additional xtw clip (50425r1120) was implanted. However, it was observed that the first xtw clip came into contact with the second xtw, causing the clip to detach from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an nt clip (50401r1023) was inserted and deployed on the mitral valve. However, the second xtw came into contact with the nt, causing the clip to detach from the posterior leaflet. Mr remained at a grade of 4. There was no clinically significant delay in the procedure.